Manufacturer narrative:
Glide rod.

Event description:
It was reported by service report that the foot-end right siderail was stuck in the down position. No pt involvement or adverse consequences are reported.